Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was used. During the procedure it was noted that there were small holes in the packaging. The product was replaced for a like device.

Manufacturer narrative:
(B)(4). Results: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The holes are located in folds and kinks in the middle of the foil. The holes were seemingly caused by handling of the customer. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-02326. The same patient is represented in each medwatch.